Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the surgeon swapped the patella and liner. The cause of instability is unknown. The surgery was completed successfully on (B)(6) 2017. Batch review performed on 19 april 2017. (B)(4).

Event description:
The patient came in due to feeling unstable. The cause of the instability is unknown at this time. The surgeon plans to revise the liner.